Event description:
The patient reported experiencing a blood glucose (bg) of 500 mg/dl with ketones. She stated that the pump emitted a loss of prime warning during the night, and she did not hear the alarm, resulting in cessation of insulin delivery for several hours. There was no specific date given for the reported bg excursion. Troubleshooting indicated that there were no issues with the pump. Customer support suggested that the patient increase the alarm volume or use the vibration feature to prevent future incidents. The patient stated that she was able to prime the pump and deliver a correction bolus. The patient reported that she received multiple loss of prime warnings over (B)(6); she stated that she was able to re-prime the pump and continue insulin pump therapy. The pump is not being returned at this time; the patient has continued on insulin pump therapy without further reported incident. This complaint is being reported because of the patient's alleged hyperglycemic episode while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: there was no data in the black box or download histories from the time of the reported incident due to continued pump use. A review of the black box showed no evidence of loss of prime. A rewind, load, and prime sequence was performed with no issues. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed corrosion on the force sensor plate and a torn keypad. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. All keypad buttons were found to be functioning appropriately. There was evidence of keypad contamination observed under the contrast and up arrow keypad buttons.